Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the broken forceps elevator. The forceps elevator was found not functioning due to the broken wire stopper at the screw mount area. Additionally, the light guide tube was found dented and buckled, and the insertion tube had buckles and scrape marks. The cause of the user's experience was determined to be due to excessive stress and extensive usage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), the forceps elevator of the device broke. The physician reportedly completed the sphincterotomy with a non-olympus sphincterotome, but the forceps elevator allegedly broke while the physician was manipulating a non-olympus retrievable balloon inside the pt. The user facility reported to have completed the procedure with a different, but similar duodenoscope and there was no pt injury.